Manufacturer narrative:
Date sent: 9/28/2007. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the main pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the during routine inspection it was determined the unit gives error 1 intermittently. No case involvement. No pt consequence.